Event description:
It was reported that the device was explanted in 2008, after an implant duration of 105 months due to unk reason. No other details were provided.

Manufacturer narrative:
Device not returned.